Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the collet in the pipette assembly of the reported problem area was contaminated with serum and all the tip clamps were worn. All the tip clamps were replaced. All the plunger clamps and collet sleeves were inspected. The instrument was tested without further problem and returned to service.